Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and operative imaging. Adequate medical documentation and imaging studies were available for this review. There was evidence to support a type iii-b endoleak and the rupture. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre implant CT scan. One week prior to this event, the CT report denoted no endoleak. Seven days later, the patient presented urgently with an aortic rupture; the CT report denoted the presence of a type ii endoleak that appeared larger since the previous examination. In contrast, the operative note reported a brisk left sided endoleak that was successfully mitigated after a technically difficult relining of the bifurcated stent graft. One attempt with two different stent grafts was necessary; the sheath was upsized and the wire was repositioned which allowed for a successful deployment. One month post implant, there might have been evidence of a small type ii endoleak in the posterior distal sac. Due to the poor quality and technique of the submitted studies, this finding cannot be definitively confirmed. Seven months post implant there was evidence of progressive stent collapse 1-2cm above the bifurcation. The rounded bleb near the inferior margin of the aortic cuff was 2.9cm in diameter, which might have indicated an endoleak. Given the sac was stable, fabric billowing was a likely finding. There was evidence of arterial communication with the sac, but no overt type ii endoleak noted. Thirteen month post implant and one week prior to the rupture, there was an interval sac growth and growth in a contrast pool (4.3cm centerline diameter) outside the exoskeleton of the stent, above the bifurcation; it was rounded in appearance and could have been mistaken for fabric billowing. This finding was not recognized or treated. At rupture, the left lateral endoleak was observed 2cm below the superior stent margin of the bifurcated stent. There was no stent migration or loss of overlap, which remained stable at 7cm. These findings negated the likelihood of an endoleak type iii-a. The secondary procedure of a stent relining and technical success was confirmed. This patient's recovery was complicated by the following complications: acute renal failure, which was resolved; elevated troponin levels related to cardiac resuscitation and stress for which no additional interventions were needed. They were discharged home on the forth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 13 months post implant of a bifurcated device and a suprarenal aortic extensions, an endoleak was discovered near the bifurcation. The device was relined with a bifurcated stent graft and the patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.